Event description:
It was reported to nova biomedical that a consumer received a result of 286 mg/dl on their blood glucose meter. The consumer immediately performed another two tests using the same meter and strips getting results of 204 mg/dl and 303 mg/dl. The consumer tested again using a new vial of nova test strips getting a result of 49 mg/dl which the consumer felt was the correct result. The difference in the readings was determined to be clinically significant. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.